Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient just changed to high definition (hd) yesterday and since yesterday morning their pain returned and they are taking pain medications. It was noted that the patient was implanted on (B)(6) 2017. The patient wanted to get in touch with the manufacture representative (rep) they saw yesterday so an email was sent to local reps in the area to determine who met with the patient. No further complications were reported/are anticipated.